Manufacturer narrative:
(B)(4). Device fired through lockout. The analysis results found that the device was received with one jaw broken at bifurcation. Upon cycling the device, it was noted to be empty and the lockout had been fired through. Please note the device contains a lockout feature that is designed to increase the required force it takes to close the trigger once the last clip has been fired; this reduces the possibility of empty jaws being closed on a structure. In addition, if the trigger is forced closed once the lockout has been engaged, the jaws may remain in the closed position. In addition, the most likely reason for jaw bifurcation breakage is stress corrosion cracking and the most likely root cause is exposure to a solution containing chlorine. This condition is very unlikely to occur during a surgical procedure and is most likely to occur after post-surgery device cleaning. The jaw breakage is not occurring as a result of the product complaint decontamination process. However, this finding is not related with the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
On 7/29: customer reports during procedure, the system failed. Staff had to reboot the system several times before the camera was detected and procedure could be completed. Customer provides no procedural or patient information other than to say procedure completed with no reported injury.

Event description:
It was reported that during a laparoscopic urinary procedure, the jaw would no longer open after firing. The tissue of the patient side and the distal side were cut with harmonic device to release. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). (B)(4). (B)(6).